Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed their system checked as it goes on and off by itself, and that it works if they move around and then goes off. This was said to have started 4 months ago. It was also reported that it was not working on the left side. The patient was at an appointment and was waiting for a manufacturer representative to show up.

Manufacturer narrative:
Concomitant product: product ID: 39565-30, serial# (B)(4), product type: lead.

Event description:
Additional information received reported the issue had not been resolved yet. The patient met with the rep at her managing hcp's office sometime after her call on (B)(6) 2016 (she missed the appointment she was initially supposed to have) and discussed that they are going to replace the implantable neurostimulator (ins) and during that surgery "see what is going on with the left lead." The caller reports she was expecting to hear back from the rep and managing hcp's office about next steps, but had not yet. The patient was directed to follow up with the managing hcp's office to inquire about next steps.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.